Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the device was given to patient by the sterilization department with no explanation other than "does not work". There was no patient consequence.